Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture confirmed by x-ray. Noise was observed as a result of this fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was partially explanted due to a fracture confirmed by x-ray. Noise was observed as a result of this fracture. It was noted that the tip of this lead broke off and remains in the patient. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned in two segments with a total length of 580mm. The outer conductor was confirmed to be fractured. The fracture characteristics are consistent with clavicle/first rib damage. The outer coils were flattened, and the inner insultation was torn. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was partially explanted due to a fracture confirmed by x-ray. Noise was observed as a result of this fracture. It was noted that the tip of this lead broke off and remains in the patient. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.